Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Customer has reported the product is not available for returned.

Event description:
Reported patient underwent routine phaco surgery using the stellaris with the b&l I/a handpiece. A tiny fleck of metal has been seen post-op in the corneal incision on day 1. To date, the particle has not been removed from the eye.